Manufacturer narrative:
H10: the reported issue was investigated via remote support by a philips clinical application specialist (cas). The customer reported that an eeg technician was at the baby's bedside performing an eeg, when the nurse left the bedside to draw up antibiotics. Per the eeg technician, a seizure was seen on the eeg reading at the time. When the nurse returned, she found that the baby was very dusky and the spo2 value displayed on the monitor was at 48%. The nurse stimulated the baby who cried with the stimulation. Additionally, a blow of oxygen was given and the baby recuperated within 60 seconds. Per the nurse, no spo2 alarm was generated by the mx800. The nurse found that the spo2 alarm was turned off, however, the nurse on duty the previous night denied having turned off the alarm. Per the customer, the monitors in the nicu were configured to have their spo2 alarms active at all times. A biomed at the customer site was asked to test the monitor, the measurement server used with the monitor as well as the spo2 cable and sensor used on the baby. During testing, the monitor and accessories worked as intended and all low spo2 alarms and desat alarms were generated as expected. The biomed was not able to rule out that someone had unintentionally turned the spo2 alarm off. It was confirmed that the monitor had been working as intended since the reported event. The customer requested a configuration change on the monitor to disable the ability to turn off the spo2 alarms. The cas advised the customer that this was only possible for the ECG alarm configuration. The customer was provided with instructions on how to reload the profile on the monitor to reset the measurements and alarms to the default settings, with the spo2 alarm set to "on". The device/status and configuration reports as well as the alarm review from the mx800 and the trend data review and audit log from the central station were requested for the reported event for further analysis by philips product support engineering (pse), however, they were not made available. An investigation of the reported event was not possible and the exact cause for the reported issue could not be established based on the information provided. No subsequent calls were received from the customer regarding the reported device and issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020 at 08:50, the intellivue mx800 patient monitor did not alarm for a low spo2 value of 48% for the neonate in bed 13. The device was in use monitoring a patient at the time of the reported event. The patient was a male, (B)(6) day old neonate with a height of 50.5 cm and a weight of (B)(6) kg. Serious injury was reported. The baby was found very dusky and needed stimulation and oxygen to recover. Recovery occurred within 60 seconds.